Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm was returned for investigation . However, a reported mount was not returned. Visual evaluation of the as returned product identified signs of use/wear (bone residue around external threads) but no apparent signs of malfunction. Functional testing could not be performed due to the nature of the devices and event. Pre-existing condition noted on the per was 'low bone density ¿ type iii'. The reported devices were being placed on tooth 46(fdi) when the incident occurred. Device history record (DHR) review for the lot (1247586) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1247586) for similar events (complaint category keywords: functional: fracture: mount) and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, the reported malfunction did occur and the reported event was confirmed. However, no malfunction was identified with the returned implant.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported implant mount fractured and implant was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.